Event description:
Per the clinic, the patient experienced a loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same surgery. This report is filed (B)(6) 2015.

Manufacturer narrative:
The report is filed september 24, 2015.